Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an allegation of premature battery depletion (pbd). The field representative reported the patient had routine follow up in the clinic few months ago. The battery status during that time was satisfactory and this pacemaker had only a year remaining before expected battery depletion. The patient lately had another check-up and had a device interrogation. Device interrogation showed elective replacement time (ert) was reached earlier than expected. The patient was scheduled for an urgent replacement. The pacemaker still remains in service. No adverse patient effects were reported.